Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. During investigation, the needle mechanism was manually reset into the locked and loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The download data did not show any timeouts or drive stalls during the run. The device was deactivated at 1524 pulses. No damages or defects were found that would result in a needle mechanism failure. A leak test was performed and no leakages were observed. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached 303 mg/dl.